Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed. Sc-2317-70 (sn (B)(4)). Device evaluation indicated that the lead was cleanly cut. X-ray inspection confirmed all cables were intact except the intentional cut. The damage was similar to typical explant damage and was not considered a failure. Sc-2317-70 (sn (B)(4)). Device evaluation indicated that the lead was cleanly cut. X-ray inspection confirmed all cables were intact except the intentional cut. The damage was similar to typical explant damage and was not considered a failure.

Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 18518959/18518959, model/ catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.